Manufacturer narrative:
Additional information: upon further review it was noted that more information received. Balanced saline solution (bss) was used as lunbricant. Shugarcaine used intracameral but not in the cartridge. Bss was introduced through from the canopy. Dwell time 0-10 minutes per directions for use (dfu) recommend3 mins. The scrub tech/scrub nurse moved the lens and did the 1st twist, which was uninterrupted once the lens passed the dwell position. Small twists done as would be physically awkward for complete turns. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 18, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint simplicity reveal that the lens was stuck in the cartridge with a portion of the lens sticking out of the cartridge tip. No damage to the cartridge was observed. Ovd was observed inside the cartridge. The lens module was opened revealing that ovd was present inside the lens module indicating that an excessive amount may have been used which may have contributed to the complaint issue reported. No damage to the lens module was observed. The handpiece was disassembled, and no assembly issues were observed. Lens removal was attempted however, the lens could not be removed without further damaging the lens and/or cartridge. The complaint issue could not be confirmed due to lens not being able to be removed from the cartridge. The complaint issue "stuck in cartridge" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2,a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling prior to patient contact, the intraocular lens (iol) stuck in tip of device. No tip malformation. The iol crumbled up in tip. Back-up used to complete the procedure. No other information was provided.